Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint states: ¿theatres have just opened the cement order under po: (B)(4) and have found the cement boxes completely ripped open inside the cardboard box.¿ device history lot: device history reviewed: 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 30 april 2023.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Theatre opened the cement order and found the cement boxes completely ripped open inside the cardboard box.